Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced facial palsy post implantation. A CT scan revealed that the electrode array was sitting on the facial nerve. Subsequently, the patient underwent a procedure (B)(6), 2015 and the device was repositioned. The implanted device remains.